Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Low amplitude noise was reported on the atrial channel. The noise is not being oversensed. There is undersensing of the intrinsic p-wave. The atrial sensing amplitude has trended low over the last 3 months. The rv threshold has also trended low. A full lead evaluation was recommended. Lead remains implanted. Should additional information be received, this file will be updated.